Event description:
It was reported that the patient received multiple inappropriate shocks. The physician suspected the multiple shocks may be due to a lead issue. It was also reported that the "backup vvi status report was not received." The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-58, lead, (B)(6) 2010; 4194-88, lead, (B)(6) 2010. (B)(4).